Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 94 mg/dl. The customer current blood glucose was 410 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer declined to troubleshoot for high blood glucose because she wants to know how to check for an occlusion, had prime up to a 5 units. The customer was advised to troubleshoot for high blood glucose.